Manufacturer narrative:
This file is related to (B)(4) (MDR ref #3001845648-2021-00374) created to capture incorrect wireguide size used with spsof-5-9. 1 x fs-pc-5 of an unknown lot number was not returned to cirl for evaluation. Therefore a document based investigation took place based on customer testimony. Documents review including IFU review: prior to distribution all fs-pc-5 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the fc-pc-5 could not be reviewed due to unknown lot number. The instructions for use, ifu0097 which accompanies this device instructs the user to ¿the wire guide diameter and the lumen of the wire-guided device must be compatible.¿. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed per customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Pancreatic stent (spsof-5-9) insertion procedure was being performed. Initially it seemed to had no problem but when the pushing catheter pushed the stent almost to the stricture, it didn't move at all. So, the physician removed stent and pushing catheter and case finished. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No for all complaints, ask: what is the reorder number of the wire guide used with this device? 0.025 visiglide angle tyoe was used in this case. If not, with the device in question, how was the procedure finished? Stent did not deployed in the p-duct. For complaints occurring during use (once in contact with endoscope), also ask: had a sphincterotomy been performed prior to this occurrence? No what is the endoscope manufacturer and model number that was used? Tjf 260 of olympus. Please describe the location in the body where the stent was to be placed. P-duct./ stent didn't be placed. Was resistance encountered when advancing the wire guide through the obstructed area? No was resistance encountered when advancing the introduction system in place? Yes was resistance encountered when advancing the stent through the obstructed area? Yes after placement, was stent position verified? No if yes, please describe how. Please estimate amount of time the stent was in place prior to this occurrence. About 5 minutes. Did any section of the device detach inside the endoscope or patient? No

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.